Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2008 - the pt underwent laparoscopic ventral hernia repair with a composix e/x mesh and repair of an inadvertent enterotomy. On (B)(6) 2009 - the pt underwent open repair of ventral incisional hernia with a composix e/x mesh and partial explant of composix e/x mesh implanted on (B)(6) 2008. On (B)(6) 2009 - the pt was admitted to the hosp with purulent drainage from the postoperative wound, admitted for further eval, has subcutaneous abscess. The pt had early cellulitis the day before, had a PICC line placed and was given antibiotics. On (B)(6) 2009 - the pt underwent exploration of abdominal wound, debridement of abdominal wound, explantation of both composix e/x meshes, repair of ventral incisional hernia using the components separation technique and placement of triple-lumen central line through the right subclavian vein.

Manufacturer narrative:
An obese pt underwent ventral hernia repair with a composix e/x mesh, after a lysis of adhesion, small bowel enterotomy and waiting on the table for an hour before the mesh had arrived and was able to be inserted. At one point during the surgery, the pt had the right inferior epigastric artery bleeding from one of the tackers for which a stay suture of 0 vicryl was placed to obtain hemostasis. Nine months later, that pt underwent a partial explant and implant of composix e/x mesh to repair the recurrent ventral hernia. Just over two weeks later, after postoperative drainage and cellulitis, the pt had both composix e/x meshes completely explanted. Currently it is unk whether the device may have caused or contributed to the alleged event. It is unclear if the problems during the first surgery had any affect on the alleged event. The pt reportedly developed a recurrence and inflammation which are listed as possible adverse reactions in the product's instructions for use. The medical records note that the clinical scenario was consistent with infected mesh, there are no culture reports. The product's instructions for use state that if an infection occurs it should be treated aggressively and if an infection is unresolved it may require removal of the prosthesis. Additionally, no sample was returned for eval. Based on info provided, no conclusion can be drawn. A review of the mfg records and sterilization records was performed and there was no evidence of a mfg related caused for the reported event. See MDR 1213643-2011-00041 for info related to the composix e/x mesh implanted on (B)(6) 2008.